Event description:
Caller reported damage to the tandem mobi pump housing, with a crack identified, rendering the pump unusable for insulin delivery. There was no adverse impact to the customer's blood glucose level. The caller was informed by technical support that a replacement pump with updated software would be sent, and training would be available. The customer confirmed they would use multiple daily injections (mdi) as a backup therapy and agreed to return the damaged pump within 10 days using a pre-paid shipping label.